Event description:
It was reported that the patient presented at the emergency room after receiving inappropriate shock 3 times. Information received notes the pacemaker was interrogated; the issue was addressed, and the patient was transferred to a different facility. Further information was requested but was not available.